Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. The cca was advised the patient manages his diabetes with insulin (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. About 2-3 months after the alleged issue, the patient claimed he felt a symptom of dizziness. About 3 weeks ago prior to contacting lfs, the patient stated he went to the emergency room (ER) and was admitted into the hospital. The patient obtained a blood glucose result of "550 mg/dl" with the ER/ hospital meter. The patient was administered intravenous (IV) fluids and insulin (type/ amount not specified) as treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The cca was unable to walk the patient through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.